Event description:
Report received od settings changing during programming. The devie was returned to the biomedical engineering department with an unsigned red tag". No tacking info was provided; therefore, specific pt info, pump programming, or event details were not available. It was reported that during testing at the user facility, after the deviec was programmed for with a primary rate and then switched to th secondary line, the programming from the primary line appeared as the secondary program. Furthermore, after the secondary line was programmed the primary line indicated the same programming. There were no reports of any adverse pt events while the device was in clinical use.